Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for high blood glucose. Customer's blood glucose was 980 mg/dl. Customer was wearing the device at time of hospitalization. Infusion set cannula was bent. Customer will not be returning the reservoir for analysis.